Event description:
It was reported that the infusion device did not display e4 (occlusion error) during the past 3-4 weeks when the patient thought it should have. The patient experienced elevated blood glucose levels as high as 400 mg/dl. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).